Manufacturer narrative:
(B)(4). Additional narrative: the following additional information was received about the event: it was confirmed that the graft was used for blood transmission to the axillary artery. The graft was not soaked in saline prior to use. (The IFU states that the prostheses may be briefly immersed in saline prior to implantation to improve their handling qualities) no tension or stretching was applied as the graft was cut long. The patient did not have any coagulopathy issues or blood disorders that may have had an impact on the device's performance. The oozing was not stopped, but the blood transmission to the axillary artery was completed. Vascutek's investigation found the following: the review of manufacturing records and qc test results showed that the batch was manufactured to specification. The whole graft porosity results for the batch were well below the maximum limit. A 5-year review of similar complaints (woven polyester graft leakages) gave a low occurrence rate of 0.02%. There have been no similar complaints received from other units of the batch (31 units in batch). Leakage is covered within the products risk documentation. As the graft was not available to be returned to vascutek physical analysis was not possible. Vascutek have been unable to determine the root cause of this event. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.

Manufacturer narrative:
Patient information - no patient information was received. (B)(4). Method: manufacturing review - review of batch manufacturing records was completed. Quality control review - review of batch qc records was completed. Results: no failure detected - from the review of manufacturing & qc records it was confirmed that the batch was manufactured to specification vascutek has requested the following information to aid the complaint investigation and we are awaiting the responses: what were the grafts being used for? Were the grafts soaked in saline prior to use? If yes, for how long? Was excessive tension/stretching applied to the grafts? Do the patients have any coagulopathy issues or blood disorders that may have had an impact on the device's performance? How was the oozing stopped?

Event description:
When blood transmission started, oozing was not observed, but after a while blood significantly oozed from the entire surface of the graft. Amount of blood loss is unknown. The graft was not explanted. It is unknown how the leakage was stopped. There was no patient consequence.